Event description:
This was a lead extraction case performed in the operating room to remove 2 leads (both sjm 1688) due to an infection. Both leads were prepped with an lld-ez (rv not completely inserted, due to fracture). Using a 12f slsii, the physician began on the rv lead, but could not advance past the clavicle/first rib area. He switched to the ra lead, but was only able to advance a little further distal. The physician upsized to a 14f slsii and continued on the rv lead. He switched back and forth between the ra and rv lead trying to free either. The physician then upsized to a 16f sls ii and again tried the ra lead. Advancement was successful into the right atrium and the lead freed from the appendage. He then continued on the rv lead. The sheath advanced down into the heart and the passive tip released with gentle traction and freed. Upon removal of the laser catheter, the ao pressure began to decrease rapidly. The CT surgeon was called, blood products were hung, and CPR was initiated. Surgical tools were opened and code blue was called. The CT surgeon arrived and a sternotomy was completed. The injury was located at the innominate/svc junction and was repaired. It was determined that the patient had lost too much blood volume, and the patient expired on the table.

Manufacturer narrative:
During a review of this file on (B)(4) 2013, an error was identified in the e-mail address of the manufacturer and the reported part number. These items have been corrected in this follow-up report.